Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated that the patient had high lead impedance on her vns device. Patient has done very well with vns therapy until recently when she started having breakthrough seizures. It is unknown if the seizure level is above or below pre-vns baseline. Patient underwent surgery to have device replaced. Product has been requested, but has not been returned to manufacturer to date.

Event description:
Product analysis of the suspect lead was completed and approved. The outer and inner silicone tubing were found to have had punctured openings. The inner tubing was punctured at 10.8 cm from the pin. The outer tubing was punctured at the 22.5 cm away from the pin. Based on the appearance of the returned lead, it is believed that the identified tubing punctured openings were most likely caused during the explant procedure. During the visual analysis of the lead, abrasions were noted in multiple locations on the outer tubing. Some of the abrasions were noted to have most likely been caused by tie downs. The outer tubing looked compressed in various locations as well. The outer tubing had what appeared to be internal abrasions at multiple locations. The lead assembly had kinks in at least one of the lead coils. The lead assembly had dried remnants of what appeared to be bodily fluids inside the inner and outer silicone tubing, likely from the cut near the pin and the punctures mentioned previously. These events were noted to be related to the explant procedure. As the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
The suspect lead was received for product analysis. The product analysis has not been completed and approved to date. No additional information has been received to date.